Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the two days post implant, the electrode was noted to have migrated inferior toward the heart. The physician wanted the subcutaneous implantable cardioverter defibrillator (s-ICD) sensing vector programmed to primary until a future revision could be performed. The electrode remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a revision procedure was successfully performed and the electrode remains in service. No additional adverse patient effects were reported.